Event description:
The device was applied during a laparoscopic hernia repair, reportedly, the staples did not form properly. The surgeon completed the procedure with another device. The hosp has reported no pt injury occurred.